Event description:
Surgeon inserted the injector into the eye per manufacturer's instructions, implant didn't fully deploy from injector into the eye, surgeon fully removed injector and implant and then requested a new one.